Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-february -12th. H.6 investigation summary: material #: 367364. Lot/batch #: 3110645. Bd received 1 sample and 2 photos for investigation. The photos were reviewed and the indicated leakage from the barrel was observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and the issue of leakage from the barrel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the blood did not go down the tubing and blew out the side. No patient impact was reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Medical device type: jka h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the blood did not go down the tubing and blew out the side. No patient impact was reported.